Event description:
It was reported that during a liver transplantation, during pretest, the clip fell from the applier.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. A clip was partially loaded incorrectly into the jaws of the applier. The sample appears used as there is biological material present on the device. First, clip was manually removed , and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to load properly into the jaws of the applier. The indicator clip was in the next position of the channel, indicating that there were no clips remaining in the channel. The sample was disassembled to inspect the internal components. The sample was received with 2 clips remaining in the channel, including the partially loaded clip indicating that 13 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. Non-conformance 60047180 has been opened to further investigate the clip stacking issue. The reported complaint of "clip fell from applier" was confirmed based upon the sample received. One sample was returned with the rotation tab bent and a clip partially loaded incorrectly into the jaws of the applier. Upon functional inspection, the next clip was unable to load properly into the jaws of the applier. The indicator clip was in the next position of the channel, indicating that there were no clips remaining in the channel. The sample was disassembled to inspect the internal components. The sample was received with 2 clips remaining in the channel, including the partially loaded clip indicating that 13 clips were fired by the end user. The bent rotation tab and the clip misload are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product auto endo5 ml lot #73j1800386 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a liver transplantation, during pretest, the clip fell from the applier.